Event description:
Report 4 of 4, it was reported while using bd vacutainer® ppt¿ plasma preparation tubes k2e 15.8 mg, poor gel quality was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. Visual examination of the photo revealed a sample with poor barrier separation. Additionally, 100 retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photo provided. Retention samples testing revealed no tube defects. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 4 of 4. It was reported while using bd vacutainer® ppt¿ plasma preparation tubes k2e 15.8 mg, poor gel quality was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.